Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: the visual inspection revealed a vertical crack starting at the base of the dome, near the hinge bracket. A lot check revealed no other complaints for lot 130621. Conclusion: we were unable to determine the cause of the damage, however it is known that pressures produced in excess of 80 cmh20 (8 kpa) may affect the integrity of the chamber. It must also be noted that the crack only occurred after 24 days of use. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The user instructions which accompany the mr290 chamber state the following: set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Maximum operating pressure: 8 kpa.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that an mr290v humidification chamber cracked after 24 days of use. No patient consequence was reported.